Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter balloon was confirmed to be damaged.

Event description:
It was reported that during pre-test the foley catheter balloon was confirmed to be damaged.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned four-photo sample noted one opened (without original packaging), used silicone foley with return syringe. Visual inspection of the sample noted the first photo shows the overview of the catheter with syringe. The second photo shows the close-up view of the catheter balloon tip. The third photo shows the catheter inflation valve/cap and the drainage funnel. The fourth photo shows the product packaging information. Catheter filled with 10ml mbs using returned straight tip syringe. Upon inflation leak at balloon due to a pinhole measuring 0.013in. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.